Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: customer stated no damage to black conductor wire. Only small damage to wire discovered in central sterilization department. No material missing or detached from the portion of the device that enters to the patient's body. There was no allegation of unclamping failure, nor non-intuitive motion or uncontrolled motion.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.